Manufacturer narrative:
The customer's reported complaint of "the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:05 (coolant diff failure) error message" was confirmed based on the event log review and during functional testing. Tcmid:05 (coolant diff failure) error messages were observed in the archive. The probable root cause for error message was the failed lm34 a/b temperature sensor. During visual inspection of the thermogard console, no physical damage was observed. The event log review indicated tcmid:05 (coolant diff failure) error messages, thus confirming the reported complaint. Unrelated to the reported complaint, the archive also shows tcmid:08 error messages. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 05 error message, thus confirming the reported complaint. The lm34 a/b sensor was replaced to remedy the reported complaint and the tcmid:08 observed in the archive. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for thermogard xp ivtm system with sn (B)(6).

Event description:
The thermogard xp ivtm system (sn (B)(6)) displayed tcmid:05 (coolant diff failure) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.